Manufacturer narrative:
Technical support instructed the account to inspect the CPR hooks to see what is causing them to lift. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account alleged that when raising the head section to the high position, occasionally CPR will become engaged and the head section will lower.